Manufacturer narrative:
The sample has not been returned to MFR at time of this report. The results of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the catheter leaked and when it was removed from the pt, they found a hole in it. No pt injury reported.